Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4)- the dentist reported that 3 months after the dental implant was installed in intraoral region 4#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed, immediate load procedure was performed and biomechanical overload has occurred.